Event description:
It was reported that pump displayed malfunction alarm code 16. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and malfunction code did reoccur. Customer to rely on multiple daily injection, while technical support planned to replace the pump.